Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(4)) continuously displayed "readjust lifeband" was confirmed during functional testing and during archive data review. The cause for the reported complaint based on the archive was due to ua07 (discrepancy between load 1 and load 2 too large) error message. The root cause for ua07 error was due to defective load cell. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, unrelated to the reported complaint, a cracked bottom enclosure was observed on the autopulse platform. This type of physical damage likely due to user mishandling. The bottom enclosure was replaced to address this issue. Based on the archive, the autopulse platform was not powered on by the customer on the reported event date, however, the archive data showed multiple ua07 error messages around the reported date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, noticed multiple ua41 (patient temperature sensor failure) error messages in the archive. Per archive, ua41 (patient temperature sensor failure) occurred with the sensors reading 127 degrees c. Checked the functionality of the temperature sensor by blowing hot and cool air directly to the location of the temperature sensor mounted and observed the sensor response respectively to the temperature increase/decrease. However, the sensor may have some intermittent technical problems that were not able to directly identify during functional testing and as a precautionary measure, the temperature sensor was replaced. The autopulse platform was manufactured in april 2007, and is 13 years old, well past beyond its expected service life of 5 years. During initial functional testing, the autopulse platform displayed "ua07" error message upon powering up. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed that load cell module 2 over-reported. The defective load cell module 2 was replaced to remedy the fault. In addition, missing lines/pixels on the lcd screen was also observed during power on of the autopulse platform. The root cause of the lcd issue was due to a defective lcd and power distribution boards (pdb), likely attributed to mishandling such as drop, as indicate by the cracked cover and/or due to normal wear and tear. The lcd and pdb was replaced to remedy this issue. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (serial #: (B)(4)) continuously displayed "readjust lifeband". User tried adjusting the lifeband, but was unable to clear the error message. User performed approximately 10 minutes of manual CPR.